Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters and infection under entire patch area. The patient was diagnosed with cellulitis infection. Photos of the skin reaction were reviewed. The skin reaction was confirmed with visible inflammation and swelling extended on the entire upper arm. The entire affected aera was covered by a moderate erythema. The skin reaction was treated with a prescription of oral flucloxacillin and antibiotic cream. At the time of the report, the patient is well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.